Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment threads were stripped. The battery cap was damaged with stripped threads; the cap was not able to secure properly to the pump. During testing, the battery cap contact height was found to be out of specification. The battery cap width was found to be within required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/03/2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.